Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 4th day, intraperitoneal, discontinued), amikacin injection (125mg, once daily, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. At the time of the report, it was reported that peritonitis and break in aseptic technique was resolved. It was reported that the patient has recovered from cloudy effluent and was discharged from the hospital. Pd therapy was ongoing. It was reported that retraining has been done for the patient and the caregiver. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, once in 4 days) and fortum injection (1 gram, once daily). Patient outcome and action taken with pd therapy were not reported. No additional information is available.